Event description:
Patient using tandem t slim pump received 3 automatic boluses without intending to do so and without programming the device. Subsequently demonstrated persistent hyperglycemia demonstrated on cgm download, despite repeated attempts to correct using bolus feature. She received pump replacement and used new insulin, changed infusion sets several times. Each time, she would have erratic glycemic control associated with the pump infusion. After very close monitoring and strict adherence to diet, activity, insulin and infusion sets, the blood glucose values remained completely erratic. She received another automatic bolus on a new pump. Blood glucose values fluctuated between hypo and hyperglycemia. Based on cgm download and pump download, the only identifiable basis for these fluctuations is inaccurate and inconsistent insulin dosing. She was put on a different model pump and the issues resolved. These factors (in addition to a number of other patient events) strongly suggest that the insulin delivery of the tandem t slim pump is inconsistent, leading to glycemic variability and dangerous glycemic fluctuations. Furthermore, there are no safety features to limit the risk of automatic boluses, which can lead to life threatening hypoglycemia if that patient is not aware of them.